Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving infumorph (25 mg/ml at 11 mg/day) via an implanted pump. The indication for pump use was failed back syndrome - other and non-malignant pain. On (B)(6) 2016 "rotor failure" was reported. No patient symptoms were reported. The pump off passcode was provided and the reporter was assisted with programming the pump to off state. Additional information was received from an hcp on (B)(6) 2016 and it was reported that the patient's other medication included oxycodone, trileptal, and flexeril. The patient's medical history included lumbar post laminectomy syndrome, depression, and hyperlipidemia -1 year. Interrogation of the pump found "motor stall" which occurred on (B)(6) 2016. The patient had moderate spinal narcotic withdrawal related to the motor stall. No medical therapy was required. The cause of the motor stall was unknown. The resolution of the event was noted to be "abandoned pump".

Event description:
Additional information was received from a manufacturer's representative (rep). It was stated the patient's pump broke last june and the healthcare provider turned it off. The patient stated they had a reaction to morphine and the healthcare provider left it in. The original healthcare provider was no longer practicing so the rep referred the patient to someone else. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.